Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog, lot number, and expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date.

Event description:
It was reported that the implant was removed due to bone loss.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). DHR, sterilization, and complaint history review could not be performed, as the subject lot number and catalog number associated with the reported product is not available. However, zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. The following sections have been updated: h3. H6: evaluation codes; type of investigation, investigation findings, investigation conclusions . H10: additional narrative h3 other text : not returned to manufacturer.

Event description:
No further event information is available at the time of this report.